Manufacturer narrative:
(B)(4)

Event description:
It was reported the asymptomatic patient's ra lead exhibited noise. Subsequently, surgical intervention was undertaken during which the lead was capped and a new atrial lead was implanted. There were no visual anomalies noted on the lead.